Manufacturer narrative:
(B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A (B)(4) field service representative was dispatched to the facility to investigate. The service representative was not able to reproduce or confirm the reported failure. The device was extensively tested by the technician and no failure was identified. The perfusionist and technician believe that the issue was caused due to improper handling. A software update and test run were performed without issue and the device was returned to service. As the issue was not reproduced, a root cause could not be determined and corrective actions were not identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by (B)(4) technician.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that an s5 pump was getting a motor failure/motor fault and the pump stopped during a cardioplegia dose. The pump power was cycled to restart the pump and finish the case. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that an s5 pump was getting a motor failure/motor fault and the pump stopped during a cardioplegia dose. The pump power was cycled to restart the pump and finish the case. There was no report of patient injury.